Manufacturer narrative:
(B)(4).

Event description:
Procedure: upper right lung lobectomy. According to the reporter: the product was used to repair a malignant neoplasm of an upper lobar fissure. The staples did not form in the tissue properly when the instrument cut tissue. There was bleeding, although the situation was remedied with suturing. The operating time was extended by approximately 35 minutes. There was approximately 300 cc's of bleeding. The customer additionally reported, after follow up, that the malformed staple line had to be removed entirely. No reinforcement material was used, and the patient is doing well. It was also reported that at one point a component disengaged into the cavity, but it was retrieved and caused no further issues.